Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection and correction bolus via the pump were administered to address bg. During troubleshooting, it was discovered that the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.